Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the user reported that the wrong cubie pockets opened when accessing medication. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with medication loaded into the working cubie pockets. A field service engineer assisted the customer with the medication correctly placed and ensured the system operated smoothly and completed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.